Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient suffered from a pocket infection, which was surgically treated on (B)(6) 2019. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.